Event description:
It was reported that the left ventricular (lv) lead pulled out of the lv port of the device without unscrewing the set screw and that the lead would not insert into the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the connector bore.